Event description:
The customer reported that only half of the image was displayed on the system monitor. An alternate system was required to complete the case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The motor retention bracket was reattached. The system was then found to be operating as intended.